Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented for endovascular treatment. The target lesion was located in the severely calcified superficial femoral artery. A 3.0mmx60mmx135cm sterling¿ balloon catheter was advanced for pre-dilation; however, the balloon ruptured without resolving indentation. The device was simply pulled out from the patient's body and the procedure was completed with a 4.0-60/3.8t/135 sterling¿ balloon catheter. No patient complications were reported.